Event description:
Customer reported air bubbles in her reservoir. Customer's blood glucose was 244 mg/dl. The customer stated the air bubbles was the size of her fingernail. Customer performed a 5 unit fixed prime because the air bubbles had moved from the reservoir to the tubing. The air bubbles did not persist after an infusion set change. The customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).